Event description:
Device reached eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 60 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on april 24, 2019. In a next step, the device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the analysis revealed the activation of the eos battery status on april 24, 2019. The eos battery status was found to be as anticipated. The analysis revealed no indication of a device malfunction.